Event description:
It was reported that this patient experienced three appropriate shocks for ventricular fibrillation where the first two shocks had low out of range impedances measuring less than 20 ohms. The third shock was successful and returned to 74 ohms. It was also noted that there was intermittent undersensing after the first shock was delivered with no delay in therapy and the amplitude was small. Technical services recommended to do a chest x-ray to check the lead positioning and if the lead needed further evaluation to perform a commanded shock. At this time this right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.